Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that she experienced elevated blood glucose over the previous 6 months. She attempted to correct hyperglycemia using the infusion device, but this was not successful. Patient changed to the backup infusion device, and blood glucose was "ok." On (B)(6) 2011, the backup infusion device reached "end of life." Patient switched back to the primary infusion device, and blood glucose elevated to 500 mg/dl. Patient attempted to correct hyperglycemia using the infusion device, but this was not successful. Patient felt sick and nauseous and was driven to the hospital by her mother. Patient received stationary care in the regular care unit (dates were not provided). Infusion device was not exposed to water or electromagnetic fields. Infusion device was replaced and requested for evaluation. Additional information was not provided.